Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter began to read inaccurately ¿one month¿ prior to contacting lifescan. The patient manages her diabetes with diamicron and eucreas pills and on (B)(6) 2015 she consumed less food in response to the allegedly inaccurate results. The patient reported that ¿two hours¿ after testing on (B)(6) 2015, she developed symptoms of ¿sweating and general feelings of hypoglycemia¿ and self-treated with food at the time of symptoms. On (B)(6) 2015 at 08:50am, the patient obtained a result of ¿161mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿126mg/dl¿ obtained on a onetouch vita meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in these results satisfies lifescans¿s criteria for accuracy. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue began.